Manufacturer narrative:
The customer reported that qc results have been erratic since about (B)(6) 2010. A field service engineer (fse) went on-site and performed preventive maintenance (pm). Fse noted that the reagent lot in use was near the expiration date and recommended using a newer lot which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high microalbumin (ma) results generated by the unicel dxc 600 pro synchron clinical system. The erroneous results were not reported outside of the laboratory.